Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the investigation. The following sections have been added: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was evaluated, and the following observations were noted: esheath distal tip torn. In this case, the complaints for sheath distal tip torn was confirmed, based on imagery provided for evaluation. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. These factors may increase resistance during advancement of crimped thv through distal tip. Patient factors (such as challenging anatomy) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been previously opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported by our french affiliates, during implant of a 23mm sapien 3 ultra valve in the aortic position by transfemoral approach, strong resistance was felt when pushing the valve through the distal tip of the esheath+, but the procedure continued, and the valve was implanted successfully with no injuries to the patient. After device removal, it was found that the distal tip of the esheath+ was torn.

Manufacturer narrative:
The investigation is ongoing.